Event description:
It was reported that the lead dislodged and during the lead revision, the helix would not move. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B)(4) - the full lead was returned and analyzed and no anomalies were found. However, there was blood in/on the helix/lobe mechanism and tissue on the helix. The lead was returned with the helix extended and blood and tissue on it. Visual analysis reveals that the helix is blocked by tissue twisted into the helix. Blood and tissue on the helix from dislodgement caused the helix to not retract.